Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that in the past the pump battery was observed to jump from around 15% up to 40% while not connected to a power source. Subsequently, the pump shut off due to insufficient power. There was no reported impact to the customer's blood glucose level. Reportedly the customer will continue to use the pump until the replacement pump is received. Customer also has manual injection supplies available.